Manufacturer narrative:
Additional information: patient identifier, concomitant medical products additional information received on (B)(6)2019bthat the event occurred during testing. Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Investigation could not download pump event history log. The pump was powered up and opened for evaluation. The reported "ec 1260" problem was duplicate. According to the investigation during up powerup of the pump, the device displayed alarm and ec 1261 (same as 1260) and would not finish booting up. According to the investigation, ec 1260 is generated when the eeprom becomes corrupted which could be an rtc backup battery issue or a faulty mp board. However, there was nothing unusual inside the unit. The investigation reported that the pump faulty mp board caused the reported problem. The mp board will be replaced to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information received a smiths medical cadd legacy 6400 pump alarm error code 1260. No patient adverse events reported.